Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it came detached from the delivery device. There was an early release of the filter. They were able to successfully retrieve it with a retrieval device without any problems. The procedure was successfully completed with another device of the same type.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation was completed on 18dec2025 the event is no longer considered reportable to FDA as the failure was unconfirmed during investigation. Summary of investigational findings: it came detached from the delivery device. There was an early release of the filter. They were able successfully retrieve it with a retrieval device without any problems. The procedure was successfully completed with another device of the same type. The complaint reported by the user was not confirmed, because upon return the celect-pt filter had not detached, but was still attached to the femoral introducer and because the sheath was withdrawn and connected to the femoral introducer, thus clearly prepared and ready for filter release. A part of the device was returned for evaluation. The pre-dilator and the femoral introducer with loaded filter inside the introducer sheath were returned. The introducer sheath was withdrawn and connected to the femoral introducer handle and consequently the filter was fully exposed. The secondary filter legs were placed perpendicular to the filter, likely damaged during removal from patient. The introducer system was still locked. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A cause could not be determined from the investigation due to limited information and since the reported filter release could not be verified in the laboratory. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.